Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The hygiene microbiological investigation report indicated the channels of the scope were cultured and did not detect microbiological contamination. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the following: the due to wear of the forceps elevator lever, the upward/downward angulation control knob cannot be locked securely; the air/water cylinder and the suction cylinder had no color; the scope cover, switch box, and plug unit were deformed; the due to damage on the charged coupled device unit, the image had white dots; the plastic distal end cover had a burr; the adhesive on the bending section cover had wear; the due to a dent on the bending tube, the bending angle in the down direction exceeds the standard value; the channel tube had a scratch; the universal cord had buckling. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii gastrointestinal videoscope tested positive for 12 colony forming units (cfus) of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction to h10 of the initial report. Despite good faith attempts the cleaning disinfection and sterilization (cds) processes were not shared. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.